Event description:
A complaint was received from an insulin dependent diabetic who adjusts insulin according to meter results. They state that they typically would receive results between 80-150mg/dl higher than their physician's meter. They stated that when they received these higher results they had symptoms of hypoglycemia. The customer felt shaky, had pain in their legs and weakness. The customer also stated they had a liver transplant in january 2002. The customer was using elite test strips lot no.1m05es with an expiry age of 06/03. A request was made to return the entire system including reagents for evaluation. In the meantime, a replacement system was provided.